Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device sample not returned.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that she experienced discomfort after inserting a tampon. After removal, she noticed the tampon contained two pledgets.